Event description:
It was reported that the patient's unit was displaying an error message and they had trouble charging the unit. Troubleshooting did not resolve the issue. As a result, the patient's oxygen dropped and they had to be hospitalized. Additional information was requested, however the patient did not want to answer further questions.

Manufacturer narrative:
B3. Date of event is estimated. The unit was not returned for evaluation.